Manufacturer narrative:
Correction: h6 health effect - clinical code 0506 was inadvertently omitted on the initial manufacturer device report.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was escalated to an impella 5.5 from an impella cp for mechanical circulatory support. The patient presented to the emergency department with atrial fibrillation with rapid ventricular response, and the patient was taken to the cardiac catheterization lab (ccl). In the ccl, the patient underwent a percutaneous coronary intervention (pci) to the left anterior descending (lad) artery, involving the placement of four drug-eluting stents. During the procedure, the patient required hemodynamic support with levophed. Due to the patient's condition, a decision was made to place both an impella cp for mechanical circulatory support and a swan-ganz catheter for advanced hemodynamic monitoring. The impella cp was inserted without issue and support was initiated. Due to the patient's large pannus, the peel-away sheath was removed slowly in incremental segments. During this process, the clear plastic retention ring from the 14 fr dilator became lodged around the heart pump catheter. During the removal of the peel-away sheath, a placement signal low alarm occurred, shortly followed by the pump migrating fully into the ventricle. Fluoroscopy confirmed the pump had curled within the ventricle. The physician attempted to slowly pull the catheter back, but the pump completely exited the ventricle into the aorta. Efforts to reposition the pump failed as the physician was unable to recross the valve. The pump was then fully removed, flushed with heparinized saline, and reinserted using a short sheath. The second insertion attempt was successful and completed without further issue. A reperfusion sheath was placed, and the device was locked in position at 92 cm depth and set to performance level p6. The patient was transferred to the cardiac unit for rest and recovery. There were slight oozing and hematoma noted in the right groin access site, however no additional oozing was noted at the impella access site after dressing was removed. Manual pressure was applied to the groin, and the hematoma was reduced. It was noted that the physician was at the bedside to address the patient¿s low cardiac index of 1.4 and low mixed venous oxygenation of 45%. The physician ordered the patient to remain off anticoagulation, and the impella purge fluid was changed to 5% dextrose in water with bicarbonate. The following day the patient¿s lactic acid increased from 2.1 mmol/l to 4 mmol/l with an acute kidney injury noted. The decision was made to escalate the patient¿s therapy to an impella 5.5. The patient was brought to the operating room where the impella 5.5 was successfully placed, and the impella cp was explanted without issue. On support day 10 with impella 5.5, the patient experienced episodes of atrial fibrillation. The patient had been extubated the day prior but the patient¿s requirement for levophed increased. The medical team reported motor noise from the impella; however, the impella¿s function was not reported to be affected by the noise. The impella 5.5 was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complications. The patient's outcome at the time of explant was survived. This complaint involves three impella devices: pump 1: impella cp with serial number (B)(6), 14fr introducer with serial number (B)(6), used with impella cp, pump 2: impella 5.5 with serial number (B)(6). This MDR specifically addresses pump 1: impella cp with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d1 brand name updated. H6 clinical code added e1305. H6 med dev prob code added a040101.